Manufacturer narrative:
This report is submitted on oct 18, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site and subsequently, underwent a skin revision to remove the excess skin (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.